Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-04-30. It was reported they had an appointment with their healthcare provider (hcp) (B)(6) 2019. The hcp ordered a CT scan to check placement of leads and battery. The patient met with manufacturer representative (rep) to work on coupling issue and placement of the stimulation on their spine. The patient was not getting the coverage they need on the spine. Adhesive disks helped with the poor coupling somewhat, but it continued to lose the connection, just less often. They still had a problem getting the charger on the exact spot it needs to be for connection to be useful. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had poor coupling with recharging and difficulty recharging. The patient reported that she has a very small pinpoint spot where if placed, it will do a charge. It is very difficult and frustrating to get it to connect and stay connected. Patient said she typically receives 0-2 bars shaded and if gets 8, if moves ever so slightly, loses coupling. Patient is concerned that the ins might be moving around, doesn't know, wondering if that could affect connection. Patient said that she doesn't use the belt and uses regular surgical tape to tape it down around her implant site. The patient told her managing healthcare provider (hcp) that the ins moves around to her managing hcp and was redirected to a different doctor. The hcp was interested in possible lead migration, so a diagnostic test and the patient was told that the lead looked fine. There might be some movement at the pocket site. Adhesive discs were ordered for the patient. No patient symptoms were reported. No further complications were reported/anticipated.